Event description:
Boston scientific received information that the patient with this right atrial (ra) and right ventricular (rv) lead (4457/679103) described feeling shortness of breath. Upon check, the rv and ra leads were found to have high out of range pacing impedance measurements, no capture at maximum output, high threshold measurements, and no sensing of intrinsic p-waves and r-waves. Noise was noted on the ra lead. The suspected cause was subclavian crush, which was suspected to have led to conductor fractures in both leads. The patient did not recall having had any trauma. Noise could not be created with arm movements. Review of stored egms showed some baseline artifact but nothing notable. Even in unipolar, all lead measurements were out of range and there was no capture. The patient has complete heart block and was hospitalized, but there were no adverse effects related to the loss of capture. The patient was scheduled for surgery to review the leads and the pacemaker. During the procedure, the physician explanted both leads. An x-ray confirmed fracture upon extraction, and the leads were in multiple pieces. The leads will be returned for analysis. To avoid subclavian crush with the replacement leads, the physician gained access through the jugular vein. When the new ra and rv leads were implanted and tested through a pacing system analyzer, all measurements were good. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted that the lead was severed 550mm from the terminal pin, and two segments were returned. There was dried body fluid throughout the entire lead lumen. The lead had a clavicle fracture 291mm from terminal pin and there was clavicle abrasion 285-303mm from terminal pin, which likely contributed to the out of range impedance measurement that this lead exhibited while it was implanted. Also, the helix was stretched. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.